Manufacturer narrative:
Additional narrative: patient weight is unknown. Exact date of event is unknown, but was suspected to have occurred sometime in april, 2015. Additional product codes for this report include hwc. Report the blade¿s penetration of the acetabular cup. Device history review: manufacturing location: (B)(4)- manufacturing date: april 28, 2014 - expiry date: april 1, 2024. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Product investigation summary: a functional test was performed on the returned device, but the reported problem could not be reproduced. The blade could be locked and unlocked as foreseen. The device history record review shows conformity to the specifications, as well. The affected lot was released after completed functional test. We are not able to determine the root cause of reported problem. No indication for material or design related issue was found. Patient age was reported on the initial medwatch in the corresponding field. However, conflicting information was then reported. The patient age ((B)(6)) is correct as reported. No reports of material fragmentation. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Report from synthes europe reports an event in (B)(6) as follows: it was reported that the patient had had surgery of pfna at (B)(6) hospital on (B)(6) 2014 and it had been revealed the reported blade penetrated acetabular cup in one day (B)(6) 2015. Then, the revision surgery of the reported blade took place on (B)(6) 2015, at (B)(6) hospital. The pfna nail and the end cap remained in the patient¿s body. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not reported. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA. Date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.